Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was overcooling and slow to rewarm the patient. Based on technical support¿s review of the case data, each data set was very short, and it was expected that the users were not familiar with what these therapies look like and have unrealistic expectations of how fast patient temperature should respond. There was some confirmed overshoot in the beginning, but the device was generating water that was quite warm and trying to bring the patient temperature back up. Treatment was continuously stopped, not allowing the patient to reach target. Case data also included biomed testing the device without following proper procedure. A probe was taped to the pad, looping water temperature back into the patient temperature input and created a positive feedback loop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was overcooling and slow to rewarm the patient. Based on technical support¿s review of the case data, each data set was very short, and it was expected that the users were not familiar with what these therapies look like and have unrealistic expectations of how fast patient temperature should respond. There was some confirmed overshoot in the beginning, but the device was generating water that was quite warm and trying to bring the patient temperature back up. Treatment was continuously stopped, not allowing the patient to reach target. Case data also included biomed testing the device without following proper procedure. A probe was taped to the pad, looping water temperature back into the patient temperature input and created a positive feedback loop.